Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving a filling slowly alarm during fill 3 of treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from an unknown area. The patient discarded the supplies. Upon follow up, the patient confirmed the reported event and that fluid was found leaking out of the cassette itself as well as inside the cycler door. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient recovered and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The patient also reported that two of the cassettes have been leaking at the top. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2025, after the reported cassette leak, the patient experienced chest pain with deep breath. The patient went to the emergency room (ER) and was diagnosed with pleurisy. A chest x-ray showed free air under the diaphragm. The patient was administered norco 1 tablet (dose unknown) for the pain. The patient was discharged from the ER. Per the doctor, the air was caused by the reported cassette leak. Initially, a replacement cycler was requested on (B)(6) 2025 after a follow-up appointment with the doctor and surgeon for a post ER visit. The doctor didn¿t want the patient using the machine again because the leak resulted in air in the patient. He felt it was a cycler issue because there was no clinical cause for the air other than the cassette leak. However, on (B)(6) 2025 when technical support followed up with the pdrn, the replacement request was cancelled after the pdrn completed a home visit to observe the patient setting up treatment. The issue had resolved, and the doctor was satisfied with the patient utilizing the same liberty select cycler. The patient recovered and is continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The pdrn also confirmed the patient had only one cassette leak.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving a filling slowly alarm during fill 3 of treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from an unknown area. The patient discarded the supplies. Upon follow up, the patient confirmed the reported event and that fluid was found leaking out of the cassette itself as well as inside the cycler door. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient recovered and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving a filling slowly alarm during fill 3 of treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from an unknown area. The patient discarded the supplies. Upon follow up, the patient confirmed the reported event and that fluid was found leaking out of the cassette itself as well as inside the cycler door. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient recovered and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The patient also reported that two of the cassettes have been leaking at the top. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2025, after the reported cassette leak, the patient experienced chest pain with deep breath. The patient went to the emergency room (ER) and was diagnosed with pleurisy. A chest x-ray showed free air under the diaphragm. The patient was administered norco 1 tablet (dose unknown) for the pain. The patient was discharged from the ER. Per the doctor, the air was caused by the reported cassette leak. Initially, a replacement cycler was requested on (B)(6) 2025 after a follow-up appointment with the doctor and surgeon for a post ER visit. The doctor didn¿t want the patient using the machine again because the leak resulted in air in the patient. He felt it was a cycler issue because there was no clinical cause for the air other than the cassette leak. However, (B)(6) 2025 when technical support followed up with the pdrn, the replacement request was cancelled after the pdrn completed a home visit to observe the patient setting up treatment. The issue had resolved, and the doctor was satisfied with the patient utilizing the same liberty select cycler. The patient recovered and is continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The pdrn also confirmed the patient had only one cassette leak.

Manufacturer narrative:
Additional information: b1, b5, b6, h6, h10. Clinical investigation: there is a temporal and probable causal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of chest pain with free air under the diaphragm resulting after a reported cassette leak discovered after treatment. The patient¿s symptoms occurred directly after the reported leak which led to an ER visit and the administration of pain medication. (The diagnosis of pleurisy would indicate inflammation of the lung tissues; whereas the finding on x-ray was free air under the diaphragm, or pneumoperitoneum) per the patient¿s physician, there was no clinical cause for the air to be present aside from the cassette leak. The cassette was not available for return to the manufacturer for evaluation and it was unknown where the leak originated. It was not confirmed if there was a problem when the patient connected for treatment or an issue with the cassette itself. The issue of cassette leak did not reoccur, and the patient is utilizing the same liberty select cycler for treatment. Based on the available information that was reported, the liberty cycler set is the likely cause of the patient¿s chest pain and free air under the diaphragm. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.